Event description:
Three occasions of white particles found in IV tubing. Particles were found to have sheared off the inside of the burette injection port, when medications were injected. Particles did flow downstream but none were noted to pass beyond the cassette.